Event description:
This l v lead was implanted on (B)(6) 2010 and explanted on (B)(6) 2011. Lead dislodged. Lead insulation damaged during pocket revision prior to attempting at advancing to previous position. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).